Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio sync meter read inaccurately high compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 10:30pm. The patient reported obtaining blood glucose readings of "333 mg/dl" with the subject meter and "242 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. It is not known what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine due to the alleged issue. However, the patient reported that a few hours prior to when the alleged issue started, she developed symptoms of "shakiness, confusion and sweating". The patient denied receiving any medical treatment. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs' criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.